Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The patient inserted the sensor on (B)(6) 2020. On (B)(6) 2020, the patient stated that she received a message that stated no readings, wait up to 3 hours. During this time, she was at a store, unable to test a finger stick blood glucose (bg) and passed out because of low blood glucose. There were three emergency medical technicians in the store at the time who helped her and called an ambulance. The patient¿s bg per emergency medical services (ems) was 31 mg/dl; but her continuous glucose monitor (cgm) value was not available because of the error displaying on her mobile device. The patient received two injections of glucagon by ems and (was) transported to the hospital. In the emergency department, she received fluids via intravenous (IV) therapy and blood and urine tests, a head CT (computed tomography) scan and a chest x-ray were performed. She was diagnosed with hypoglycemia, treated and discharged four hours later. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. At the time of contact, the patient was in stable condition. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that ???/hour glass/no readings/sensor error in status box was reported. Data was provided for investigation. The problem of ??? Or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise.

Manufacturer narrative:
(B)(4).

Event description:
The patient inserted the sensor into the abdomen on (B)(6)2020.